Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced dysphotopsia. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was waxy vision du to lasik. Additional information has been received stating that the patient was unhappy with the visual outcome and feels the quality of vision is smudged. The surgeon's prognosis is, the issue occurred due to implantation of wrong type of lens due to lasik history. The patient's issue has been resolved and there is no patient harm.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. Marks are observed on both the anterior and posterior sides of the lens. The lens has been cut into three pieces, typical of insertion and removal from the eye. Scratches and a small crack is observed. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The file indicates the company 19.0 diopter lens was replaced with a non-company monofocal lens with a 19.0 diopter power. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).